Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Medical staff reported "post-oncological breast reconstruction with prosthesis pocket cleaning and replacement". Medical staff later reported "rupture of implant with silicone exudation" and contracture baker grade IV. This record relates to the right side. The device has been explanted and replaced with a new implant.

Event description:
Medical staff reported "post-oncological breast reconstruction with prosthesis pocket cleaning and replacement". Medical staff later reported "rupture of implant with silicone exudation" and contracture baker grade IV. This record relates to the right side. The device has been explanted and replaced with a new implant.